Event description:
It was reported that during a coronary treatment procedure, a balloon rupture and detachment occurred. The lesion being treated was located in the right coronary artery. An apex 3.0x30mm balloon was used. The distal part of the balloon ruptured during its inflation over a calcified lesion. A portion of the balloon detached and embolized in the subclavian artery. It was impossible to remove it from the catheter guide. The physician had to remove all material. The broken part was removed with difficulty with a lasso. No further patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a coronary treatment procedure, a balloon rupture and detachment occurred. The lesion being treated was located in the right coronary artery. An apex 3.0x30mm balloon was used. The distal part of the balloon ruptured during its inflation over a calcified lesion. A portion of the balloon detached and embolized in the subclavian artery. It was impossible to remove it from the catheter guide. The physician had to remove all material. The broken part was removed with difficulty with a lasso. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: device analysis determined that the condition of the returned device was consistent with the complaint incident. However, a complete circumferential tear was found in the balloon. The device was received in two sections due to a break in the extrusion at 8cm proximal from the tip. A complete balloon circumferential tear had occurred at 7mm distal to the proximal transition zone. The distal section of the balloon was bunched down near the tip. The inner and outer extrusions were severely stretched. The hypotube was severely kinked at various locations along its length. The tip was kinked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).